Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the initial heartmate 3 (hm3) was placed after the hvad was removed. The pump did not perform as expected and surgeon removed the pump to examine the inflow cannula. Surgeon pulled out clot/tissue out of inflow cannula and replaced the pump into position. Surgeon resumed the pump operation at 3000 rpm and slowly ramped up speed while coming down on cardiopulmonary bypass (cpb). Flows were not sufficient above 5000 rpm and surgeon felt that pump replacement with another hm3 pump was needed. Surgeon instructed perfusion to resume full cpb and prep a new pump while leaving the lvad running at 3000 rpms. A new hm3 with modular cable and system controller were obtained and prepped in the usual fashion. The initial hm3 was then turned off and the surgeon placed the new hm3 and began operation at 3000 rpms. Initial parameters were within normal ranges. Right ventricle at this point was struggling despite flows above 2.5 lpm. Surgeon decided to initiate right ventricular assist device (rvad) support. Upon placing rvad support, left ventricular assist device (lvad) support subsequently elevated to 3.5-4 lpm with added volume replacement as well. The hm3 pump would be returned with the modular cable and system controller for log file evaluation. Low flow alarms were occurring. The patient was on heparin drip 24 hours prior to the surgery. There were no recent changes to pump parameters. No diagnostic testing was used. There were no computed tomography images available. The symptoms of thrombus that were observed were, the pump speed was increased in order to decompress the heart before attempting to come off cardiopulmonary bypass. However, the left ventricle appeared to be persistently dilated and did not seem to unload with speed increases and the pulsatility index was unexpectedly very low. There was concern that there was some device-related inflow issue and therefore the pump was disconnected from the sewing ring and turned it was turned off. There was some debris in the inlet and it was removed. The pump was then reconnected. At this point as the pump speed was increased and there was perceptible pulsatility within the outflow graft and it did seem to unload the heart. It was then proceeded with attempts at cardiopulmonary bypass separation decreasing cardiopulmonary bypass support as lvad speed was increased. It was able to separated from cardiopulmonary bypass on moderate inotropic support, however, there was a fair amount of aortic air and associated right ventricular dysfunction for which it was decided to go back on bypass. After arresting the heart for a time period, it was again attempted to come off bypass, but they had what seemed like persistent air influx from the apex and there was concern that this was related to the incomplete o ring seal. The locking clip was then unlocked and rotated the device to hopefully obtain a better o ring seal, but this did not improve the situation. After discussion with the abbott rep, it was felt that there was sufficient concern about device issue that and that a different pump should be placed. There was no right heart failure prior to surgery. The patient was being weaned of rvad support. The patient was stable in the intensive care unit (ICU). Images were taken of the heartmate touch data at certain points during the surgery. At 3:08pm the clot was pulled from the inflow and the same heartmate 3 was put back in place and restarted. Things seemed to flow a little bit better. At 3:20 pm the last picture before the hm3 was taken out and exchanged was taken. At 4:42 the picture was provided of the new hm3. The surgeon suspected a clot. The right ventricle was viewed as adequate at the time. Pi behaved normally at the start up with double digits at 3000 rpms then slowly started coming down as speed was increased. This was not observed with the first pump, pi was relatively low at the start and remained low the entire range of speed changes from 3000-5000 rpms. This was an afternoon case and appropriate flows were never really had with the first pump. It was 0.0 much of the time even up to 4800-5000 rpm. After some of the clot/tissue was pulled out it seemed to be a little better bit then then the patient tanked again to 0.0 and the surgeon asked if there was concern and so the patient was given a new pump.

Event description:
It was reported that after it was decided the pump should be replaced they proceeded with assembling a new pump and ended up removing the previously placed device and replacing the driveline of the new device. The original placed device did not function as intended. There were no other therapies at the time of the event.

Manufacturer narrative:
Medwatch report # (B)(4) was received 07aug2025. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported air leak between the apical cuff and the pump¿s inflow cannula, suspected thrombus in the inflow cannula, and low flows could not be confirmed through this evaluation. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported right heart failure could not be conclusively determined. The account submitted three photos of the heartmate touch screen during implant, with two of the three photos capturing an estimated flow below the low flow threshold of 2.5 liters per minute; however, a specific cause for the observed low flows could not be determined. (B)(6) was returned assembled with the pump cable fully intact. The apical cuff, modular cable, outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The cuff lock was overlaid on a 1:1 scale drawing, and there did not appear to be any abnormalities. Dimensional analysis of the apical wiper seal, cuff lock, and motor cap found that all were within the manufacturing specifications. The cuff lock assembly was reassembled for testing. The cuff lock moved freely upon manipulation and could not be forced into the locked position with no apical cuff in place, as intended by design. Engagement testing was performed using a demo apical cuff. The cuff lock moved easily and was able to be fully engaged. The apical cuff rotated normally while the cuff lock was fully engaged. The inflow of the reassembled pump was lubricated with saline solution and no leakage was observed between the wiper seal of the motor housing and the demo apical cuff. The left ventricular assist device event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage; cycling the lock 10 times; engaging the lock with a dummy apical cuff; and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including pump thrombosis and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist device. Section 1 also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow section 5 of the IFU, ¿surgical procedures¿ contains instructions on all surgical procedures and instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow section 5, under ¿preparing the ventricular apex site¿, also outlines preparation of the ventricular apex site and how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The steps to adjust the orientation of the pump are also outlined in this section. Section 5 provides information on priming the pump (under ¿preparing, running, and priming the pump¿) and de-airing the pump (under ¿de-airing the pump¿). Section 5 contains several steps to prevent entrapped air and ensure entrapped air is removed. Furthermore, section 5 of the IFU also states that during implant, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. This section also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.